Manufacturer narrative:
(B)(4). On (B)(6) 2015 the patient began treatment with physioneal 1.36% on a cycler. It was reported that during treatment (exact date not specified) he got acute vomiting and dizziness finally peritonitis. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. Peritonitis was manifested by acute vomiting and dizziness. It was not reported if the patient was hospitalized for peritonitis. The cause of the peritonitis was not reported. Treatment for the event was not reported. The action taken with pd therapy was not reported. The patient outcome was not reported. No additional information is available.